Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0209766898, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported an explant of the system due to lack of efficacy. Factors that may have led or contributed to the issue remain unknown. There was no diagnostics/troubleshooting that was performed. No other actions were needed to resolve the issue. It was unknown if the issue was resolved. Relevant medical history includes urinary incontinence and urinary retention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 388928 lot# 0209766898 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was not returned as not deficient. The explant was due to the fact that the therapy was not effective for the patient despite the full system was working correctly. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209766898 , implanted: (B)(6)2015, explanted: (B)(6)2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was an explant of the stimulator and lead. The event resolved on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0209766898, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) in a clinical study via a manufacturer representative (rep) reported a return of hyperactivity syndrome with urgent miction and urinary incontinency. Factors that may have led or contributed to the issue remain unknown. No diagnostics/troubleshooting was performed. It was unknown if the issue resolved at the time of the report. There was a report that the event was assessed by the site and sponsor as not related to procedure but related to stimulation. It was unknown if a surgical intervention occurred. Relevant medical history include idiopathic urinary incontinence and urine retention since 2000. Additional information received reported that the device was reprogrammed on (B)(6) 2016 during a follow up visit. The event was assessed as being related to the stimulation and the event was ongoing. Additional information received reported that the explant of the extension was updated from a yes to a no. Additional information received reported that the explant was done due to inefficacy of the therapy. The cause of the explant was assessed as related to the stimulation. No further complications were reported/anticipated